Event description:
(2/2, reference (B)(4) for related complaints) (documenting pump sn (B)(4)): it was reported that the patient was hospitalized from (B)(6) 2022 to (B)(6) 2022 with breathing problems. States both cadd ms3 pumps alarmed, one was for blockage detected, second pump had message about leaking but the pump was dry. Patient was at dialysis and unable to talk. Serial numbers (B)(4). We are not able to perform any additional follow-up activities upon your request, and any additional requests for follow-up will not be responded to. Remodulin subcutaneous, continuous, dose: 2 ng/kg/min start date: (B)(6) 2022.